Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a gastric sleeve procedure, the clip applier fired but no clip formed. This took place on the tenth and twelfth firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.